Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A healthcare professional reported via his secretary that the system had low laser power during surgery (not enough to perform an incision). There was no patient harm. No additional information is expected.

Manufacturer narrative:
Evaluation summary: a company representative examined the system and was able to replicate the reported event. The system was re-calibrated with no parts replaced. The system was then tested and met all product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the system requiring calibration. (B)(4).